Event description:
Blood test come back negative. But my hand is still tingling and my legs do the same. Have sugar test and came back negative. This is in case I have trouble later. Dose: denture cream. Frequency: daily. Route: oral. Dates of use: 2000 - 2009. Event abated after use stopped: no.